Event description:
It was reported that a xience xpedition stent was implanted in a first obtuse marginal artery on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. On (B)(6) 2013, the (om) patient presented to the emergency room with chest pains (unstable angina) that began 8 days after the index procedure. Stent thrombosis of the om was found. There was an elevated troponin level and a diagnosis of a st segment elevation myocardial infarction (nstemi) was made. Another unspecified stent was implanted as treatment in the om artery on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina, myocardial infarction, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.